Manufacturer narrative:
Intermittent button response due to moisture damage to keypad trace. Minor scratches on lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported by the customer that the insulin pump's act button was unresponsive to inputs. Customer stated that they kept the device in their pocket and it may have been exposed to moisture, but not directly to water. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 63 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.